Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/21/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The pump was returned with a maximum basal rate setting set to 2 units/hour. The pump basal rate was manually changed to 2 units/hour with no issues; the complaint was not duplicated. All of the keypad buttons responded properly to user presses.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump basal rate setting could not be adjusted above a delivery of 1 unit per hour. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a settings issue.